Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: attorney.

Event description:
Ppf and sticker sheets received. Ppf alleges dislocation and elevated metal ions. Doi: (B)(6) 2012 (liner & head) - dor: none reported (left hip). Doi: (B)(6) 2010 (stem). This pc is for the allegations after first revision of the left hip. See pc-(B)(4) for the first revision.